Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 425cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade IV postoperatively, diagnosed after physical. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 11, 2022, mentor became aware that the date of surgery is (B)(6) 2022. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date have been updated to (B)(6) 2022. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 31, 2022, the mentor failure analysis lab received the device for evaluation. On february 2, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 425cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 7, 2022, mentor became aware that the replacement devices used on (B)(6) 2022 were catalog number 3504254bc; serial number (B)(6) on the left side, and catalog number 3504254bc; serial number (B)(6) on the right side. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).